Manufacturer narrative:
The failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The product was not received for investigation at stryker endoscopy because it was evaluated at stryker (B)(4). The technical service report indicates: problem summary : a white light blinded rep whilst testing, followed by the unit blowing up, fuses have been swapped by engineer happened twice technician notes : pl - reported as white flash - blown fuses repair details: fault: !inspection confirms that a component on the main power board has failed - no power to unit (asper images). Action taken: replaced the main power board, part number p12833. Tests: function test. General inspection. Soak test. Electrical safety test- est107183 qip. Passed all tests.

Event description:
It was reported that the fuses blew during testing.